Manufacturer narrative:
H3, h6: the associated device was returned and evaluated. The manufacturing process of the device did not contribute to the reported event. A visual inspection of the returned device confirmed the stated failure mode. A piece of the gray cam arm is missing. The broken piece was not returned with the device. The device shows signs of significant wear and use. The clinical/medical evaluation concluded that per complaint details, the instrument broke while impacting the femur implant; however, the surgery was completed without delay with the same device with no patient harm or further complications reported. No response to the requested clinical documentation was provided. No patient injury/harm or surgical delay was alleged; therefore, no further medical assessment is warranted at this time. A review of complaint history revealed similar events for the listed batch, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. Assessment of historical escalated cases concluded that there are no prior actions related to this device and failure mode. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that, during a tka surgery, a jrn ii bcs lck fem implant impact broke while impacting the femur implant. Surgery was completed, without any delay, with the same device. No harm to the patient or further complications reported.

Manufacturer narrative:
Internal complaint reference case-(B)(4).